Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.30in from the distal tip. Components adjacent to this broken main tube do not show damage. The proximal clevis was not dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact, but material was found missing from the outer surface of the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the 8mm cadiere forceps instrument jaws got stuck at the distal end of the robotic trocar. The instrument had to be removed with the trocar still attached to it. The procedure was completed, and no injuries were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because physical damage to the instrument. No fragments fell inside the patient, and the port incision was not extended during removal. The instrument was inspected before use and did not collide with any other tool during the procedure. The damaged instrument has been returned to isi for evaluation, but no photos or videos are available for review.